Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine procedure, this right ventricular (rv) lead revealed a loss of capture (loc) when the stylet was removed and the lead was tested. The physician suspected a lead malfunction. The lead was removed and returned for analysis. No adverse patient effects were reported.